Event description:
Procedure type: distal gastrectomy. According to the reporter: when the gia was fired on the stomach the distal part didn't close. There was no formation of the staples. The surgeon used another gia staple to repair the stomach. A small amount of tissue was lost. The patient did not get injured and there was no blood loss. No further complicated was reported. The surgery was not extended by more than 30 minutes. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).